Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and indicated that the bsv (blood sampling valve) was misaligned, causing improper delivery of reagents through the bsv, affecting the h&h on sample results. The bsv actuator was replaced, and the analyzer was then verified, meeting post repair specifications in bothmanual and automated modes. (B)(6).

Event description:
A customer reported that incorrect h&h (hemoglobin and hematocrit) results were generated via the automated mode from a coulter hmx hematology analyzer with autoloader. There were two (2) different patient samples provided for review which were run on the same day. Erroneous results were reported out of the laboratory; however, there was neither death, serious injury nor change to patient treatment in connection with this event.